Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging an unresponsive button and tactile changes issue. The audio bolus button is intermittently unresponsive and requires several presses to respond. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings: the audio bolus button was found to be intermittently responsive and is difficult to push. Evaluation revealed the audio bolus button to be damaged with a hole visible on the cover. Investigation revealed the internal plug contact is misaligned and contamination is present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.